Manufacturer narrative:
An abbott service rep visited the site and replaced the 3.25" glass metering tube as a precaution as it was clogged/obstructed. The red blood cell metering tube assembly was also replaced as a precaution as a proactive replacement. The solenoid valve assembly for vp-34 was replaced and discarded, pinch valves (11,12,32,33,37,38) were replaced as well. The instrument was found to meet specs and qc results were results were within range. The cell-dyn 3700 system operator's manual states on page, 3-37 through 3-40 that parameter flagging messages alert the operator that further action is indicated. Interpretation of these flags should be part of the lab review criteria on what action to take. Troubleshooting info is provided in section 10, page 10-50 through 10-59 for clog and flow error issues. The customer did try some of these procedures without success. The issue is also addressed in the operator's manual for white blood cells (wbc) analysis: pages 3-11 and 3-12. A review of the complaints for the period of feb 2007 through sep 2007, did not indicate any adverse trend for the cell-dyn 3700 sl, list #2h31-01 for issues with discrepant results associated with wbc/rbc clog errors. This is a final report.

Event description:
The customer reported ongoing issues with hematology results along with clog errors associated with white blood cells (wbc) and red blood cells intermittently when running pts samples on the cell-dyn 3700 sl. Pts results were reported out of the lab and were questioned by the physician. The customer got different results after rerunning pts samples on the same instrument. One pt recovered an initial result of red blood cells of 6.58 m/ul and a repeated result of 4.89 m/ul on the same instrument. The same pt recovered an initial hematocrit result of 51.2% and a repeated result of 38.7%. There was no impact to pt mgmt reported by the customer.